Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1t81v, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that ever since the device was implanted the patient would have a little bit of pain. The patient said that in (B)(6) 2020 they flew then drove to (B)(6) for other medical reasons. The patient said they noticed the lead wire ¿pooched out¿ and make a lump during that trip. The patient said it did not go down until 5 weeks later. The patient said that not long after their trip they noticed bowels have been backing up. The patient contacted their healthcare professional and they are working to have imaging tests don¿t. The patient said they can turn stimulation on and off but does not want to make any adjustments until after the imaging tests are done. The patient was redirected to follow up with their healthcare professional.